Event description:
It was reported that an ilet intermittently restarted on its own and displayed a persistent ¿unable to proceed¿ alert, after which the user noted the battery at 11 percent and agreed to charge and monitor the device; the device was subsequently replaced. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included complaint intake and preliminary technical review based on the reported restart behavior and persistent alert. Investigation of this case revealed a suspected device malfunction related to unexpected shutdown or restart with an unresolved alert condition, consistent with a potential electronic or firmware issue in the device control module. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.